Manufacturer narrative:
Unable to perform displacement test due to missing retainer. The insulin pump was received with minor scratched lcd window, scratched case,pillowing keypad overlay and missing reservoir tube o-ring. No cracked reservoir tube lip found.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the retainer ring was missing from the top of her reservoir compartment and that the reservoir compartment has a crack on it. Her blood glucose was unknown. Advised that the insulin pump would need to be replaced. The insulin pump will be returned for analysis.